Manufacturer narrative:
(B)(4). The customer reported that the screen back light is intermittently out. The device was evaluated at philips. The system could not be reproduced. No parts were replaced. We could not determine the cause of the failure as the symptom could not be reproduced.

Event description:
The customer reported that the screen back light is intermittently out.